Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6 investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found device had been modified as the pins were replaced for a screw, the replacement did not correspond to the original pin of the product. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was partially performed with the internal components of the driving cap and found that, due to user modifications, functionality of the device was affected as pull button and push insert struggle to work among with the spring, this was caused by the foreign screws scratching the inner surface of the mentioned components. The overall complaint was confirmed as the observed condition of the driving cap would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part:03.043.028. Lot no:24436503. Release to warehouse date:18 dec 2024. Manufacturing site: werk selzach. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.

Event description:
It was reported that there was an issue with the centering pin on the driving cap on an unknown date. There was no patient involvement.